Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed image glitches. The DHR confirmed that the subject device was shipped in accordance with the specifications. The subject device could not be checked since it was not returned to shirakawa factory. Investigation was conducted based on the complaint information. A definitive root cause for this issue could not be identified. However, we surmised that image glitches occurred because communication failure occurred when bumping on the connection socket for the scope. The causes of this failure was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source was producing a glitchy image when bumping the connection socket for the scope. It is unknown when the issue occurred. There were no reports of patient harm.